Event description:
The ventilator was connected to a pt. The customer reports that the ventilator's fio2 was set to 60%. After the pt was suctioned the fio2 dropped to 21% then gradually increased to 60%.